Event description:
It was reported the as asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was oversensing noise. The atrial lead was capped and replaced on (B)(6) 2021 . Patient was stable.